Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
At the regular follow up visit, something like beads are found on x-rays. The removal is not planned. They were not found on just after surgery x-rays.

Manufacturer narrative:
An event regarding disassociation of beads (porous coating) from the triathlon femoral component was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as the device was not returned, it remains implanted. -medical records received and evaluation: clinician review of the x-rays provided indicate a slight mismatch between actual bone preparation and final implant position has contributed to an overload condition on the beaded implant surface causing abrasion during introduction of the device. -device history review: DHR review was satisfactory. -complaint history review: chr review confirmed that there were no other similar reported events for the lot. Conclusions: based on clinician review of the x-rays provided indicate a slight mismatch between actual bone preparation and final implant position has contributed to an overload condition on the beaded implant surface causing abrasion during introduction of the device. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
At the regular follow up visit, something like beads are found on x-rays. The removal is not planned. They were not found on just after surgery x-rays.